Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient in bed 2129 kept pulling the ECG leads off and nurses were not in the room or at the central and not immediately attending to the patient as they were in another patient's room. The patient expired.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support and a local field service engineer (fse) was dispatched onsite to complete performance testing and to collect strips, screen shots and log files. Central monitor logs were not provided. Strip data confirms that patient related information and alarms were communicated to the central monitor during the timeframe in question. The fse stated that he tested the device in question and found performance assurance tests passed; the device provided alarms visually and audibly during testing. Strips and screen shots were reviewed which confirm that the patient's leads became displaced at 22:40: 34 approximately and multiple inops were provided for "ll lead off", "v lead off", "cannot analyze ECG", and "ECG leads off" from 22:40:38 to 22:43:19 when the alarm was silenced. Inop alarms continued with additional ECG and spo2 related inops. Additional silence actions were taken at 22:56:43 and 23:01:36. The device has been tested and found to be performing per specifications. The fse has confirmed the device was returned to use. : no malfunction is supported. The evaluation of provided data confirms that multiple inop alarms were provided between 22:40:38 and 23:00 with evidence of alarms having been silenced on 3 occasions during this time period. Testing of the device post incident found the device passed all performance assurance tests allowing the device to be returned to clinical use. Use of the device is considered to have been a factor in the death based upon the fact that a confirmed delay in response to the patient occurred and staff said they were not aware of alarms. This is a use related issue. At this time no further action or investigation is warranted.